Event description:
During telemetry monitoring the ECG monitoring technician noted that the mouse and keyboard were unresponsive when trying to access one of the telemetry central stations. Biomedical technician found that the touch screen on the display was non-responsive. Central station was re-booted and display touch, keyboard, and mouse returned to proper functioning. Biomedical determined that touch screen failure also cause keyboard and mouse to lock. Biomedical scheduled follow up with manufacturer of central station.